Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. No additional information provided.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system was unable to observe the wireless trackers on the imaging system. It was reported that restarting the imaging system and re-positioning the navigation system camera restored functionality. There was a reported delay to the procedure of ten to fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.